Event description:
It was reported that during the implant attempt, the physician was unable to position the lead without seeing high impedances. The lead was abandoned and a different lead was attempted. The physician was unable to advance this lead beyond the tricuspid valve. The lead was abandoned and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was analyzed. (B)(4) no anomalies found; full lead was analyzed. Blood present in/on the helix mechanism.